Event description:
According to the reporter, the customer called whole attempting to upload a bravo study. The customer attempted multiple but was unsuccessful. A repeat procedure was necessary due to download failure.

Manufacturer narrative:
Evaluation summary: it was reported that one bravo ph capsule failed to detach from the delivery device onto the patient's esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, a copy of the study was received. Based on the data that was collected during the procedure, the study was 1 hour 20 minutes, but the intended duration of the study is not known. The study started with a normal ph value and then the value dropped from 5.6ph to below 2.5ph. A few minutes after the ph drop the study ended, which is thought to be due to the capsule detaching prior to the end of the procedure. A review of the device history record indicates that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a short study which they had attempted to upload multiple times, but all attempts failed. A copy of the data was obtained for review, and the customer stated that a repeat procedure had been scheduled due to the initial short study.